Manufacturer narrative:
All buttons functioned properly. No buttons anomaly or damage on keypad traces noted. The connector on lcd board was inspected and no anomaly was noted. The insulin pump was received with broken off end cap. We were unable to verify for prime alarm and perform basic occlusion, occlusion, prime, excessive no delivery, unexpected test and displacement test due to broken offend cap. The insulin pump passed self-test. All operating currents were normal. The drive support disk was inspected and it was loose/protruded. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken pump belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 19 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.